Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-implant device check, the cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage that did not meet indications for implant upon device interrogation. No attempt was made to implant the device. There was no patient involvement.